Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch report will be filed. (B)(4).

Event description:
This is the first of two reports on the same event involving two products. Refer to medwatch 9681121-2010-00034 for a description of the second report. It was reported by the pt's mother that her daughter experienced corneal ulcer, infection, and scarring following her use with air optix aqua multifocal soft contact lenses and was treated in the emergency room. Follow-up info from the pt's eye care provider stated the pt was using clear care for her lens care product. The pt did not show up for her follow-up appointment with the eye care provider or reschedule the appointment when she was called. Attempts to obtain additional info regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.